Manufacturer narrative:
(B)(4). It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by the attorney that the patient underwent a morcellated total laparoscopic hysterectomy on (B)(6) 2013 due to an intrauterine fibroid measuring 9 cm and the morcellator was used. It was reported that on (B)(6) 2013, clinical pathology supported a differential diagnosis of a smooth muscle tumor of uncertain malignant potential for the patient. In (B)(6) 2014, the patient developed signs and symptoms of metastatic ovarian carcinoma. It was reported that on (B)(6) 2014, the patient underwent exploratory laparotomy with tumor debulking, bilateral salpingo-oophorectomy, omentectomy, ileocecectomy, and sigmoid and proximal resection with end colostomy. The patient was diagnosed with metastatic leiomyosarcoma of uterine origin. It was reported that the patient died on (B)(6) 2016 as a consequence of metastatic leiomyosarcoma. No further information provided.